Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that insulin is squirting out during the manual prime process. Customer also indicated that insulin continues to drip after letting go of the act button. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for prime and customer stated that the motor slowed down and the display numbers ramped up on the screen. The customer was advised to discontinue use of the infusion set and reservoirs and these products would be replaced and to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the reservoir snap cap and septum for anomalies none were found. Performed the occlusion test by filling the reservoir with diluent, connecting to a new infusion set, installing into a medtronic 7 series insulin pump, performed a manual prime fluid flowed through the infusion set and out of the catheter tip, conclusion the reservoir is not occluded and did not continue to drip insulin after the test.